Manufacturer narrative:
The reported events of sensing anomaly and unacceptable threshold were not confirmed. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold measurements and unspecified sensing issue. The physician made several attempts to implant the ra lead but was unsuccessful. The physician decided to abandon the implantation of the ra lead. The patient was in stable condition.